Event description:
The customer returned the device stating, ¿the cassette lock function did not work.¿; during device evaluation it was found the downstream occlusion (dso) seal was detached. There was no patient involvement.

Manufacturer narrative:
Device evaluation: the customer reported problem of ¿battery compartment damaged¿ was confirmed. The cause was an inoperable latch lock sensor. Further inspection found the downstream occlusion (dso) seal was detached. Replaced latch lock sensor and dso seal. The device passed all functional and delivery tests after the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.